Event description:
It was reported that during a da vinci s prostatectomy procedure the plastic portion of the permanent cautery hook instrument broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that instrument distal clevis was broken with a piece missing.